Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. There was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The hospitalization and treatment appears to be related to the operational context of the procedure as the patient was re-hospitalized due to angina and non-st-elevation myocardial infarction. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, a 2.5x38 xience sierra stent was implanted. The patient was re-admitted (B)(6) 2018 due to angina, non-st-elevation myocardial infarction (nstemi) and chronic obstructive pulmonary disease (copd). The type of intervention was not reported and final patient outcome is unknown. No additional information was provided.